Event description:
It was reported that a patient was experiencing symptoms of very blurry vision and was unable to read out of the eye. The patient was implanted with an intraocular lens (iol) in the left eye approximately two years ago. In addition, it was stated that the patient was having difficulty driving at night and tried to limit their activities in daylight. It was further stated that the patient was prescribed laser procedure by the doctor as the iol was cloudy. No further information has been provided.

Manufacturer narrative:
Date of event: unknown. Explant date: not applicable as it is not stated that the lens was explanted. Type of reportable event: other - medical event. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Required intervention to prevent permanent impairment/damage. In follow up with the patient, she indicated ''the doctor performed laser surgery to correct the problem.'' The lens remains implanted. No further information was provided. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.